Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned iabc. The sample was returned in a cardboard box and was loosely packed within an original packaging carton. Returned with the sample was the datascope inflation driveline tubing; some dried blood was noted inside the tubing. Upon return, the teflon sheath was noted on the returned iabc. The sheath was connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round was unraveled/damaged, and the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "catheter balloon leak" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "catheter balloon leak". The device was removed and replaced. There was no delay to therapy. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "catheter balloon leak". The device was removed and replaced. There was no delay to therapy. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".